Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the patient was seen by the physician on (B)(6) 2020, and right side deflation was confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. The patient noticed that the implant was shrinking. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor received additional information on november 9, 2020 indicating that the patient underwent bilateral replacements as follow: left replaced with cat#: shpx335, sn#: (B)(6), and right replaced with cat#: shpx335, sn#: (B)(6) on (B)(6) 2020. Patient confirmed last name now is (B)(6). Reason for device explant and / or reoperation: deflation. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).